Event description:
It was reported that noise could be seen on the electrogram and automatic mode switch (ams) episodes were observed, but without a fast atrial rate. Impedance had decreased from 520 ohms to 340 ohms. Noise was observed during isometric testing, and impedance dropped to 130 ohms.

Manufacturer narrative:
No medwatch form was received.